Manufacturer narrative:
Hamilton medical ag reference #(B)(4).

Event description:
The following was reported to hamilton medical ag: "hospital staff were proceeding with treatment for the newborn in high-flow mode. After putting the device on standby and performing the procedure, he attempted to resume ventilation. However, even after pressing the start treatment button, no flow was coming from c1, and the flow value on the screen remained at 0 l/min, so he decided to discontinue using this c1." No health consequences or impact.

Manufacturer narrative:
Investigation outcome: the device showed problems starting on the afternoon of (B)(6) 2025. Just 21 seconds after turning on, it reported ¿exhalation obstructed,¿ and soon after triggered a technical event labeled 231002, which means the pressure inside the system was too high. That same morning, the device had been checked and calibrated, and no faults were found. This suggests that the issue may have developed after the check or was not visible during testing. Over the next few days, the device continued to show similar problems. It often reported failures with the external flow sensor, warned to check the flow sensor tubing, and repeatedly entered a special ventilation mode due to sensor failures. These issues were most frequent on (B)(6) where the same pattern occurred: the external flow sensor failed, the technical event 231002 was triggered again, and the device changed modes multiple times automatically to adjust for the errors. From the pattern and timing of the errors, the likely causes are either fluid in the tubing system or a defective control board. Fluid could block or interfere with the sensors, causing incorrect pressure readings and triggering alarms. If no visible issue is found in the tubing or sensors, the control board may be sending wrong signals or misinterpreting data. Staff checked the device after the first incidents, but they could not reproduce the issue, so no repairs were done. The ventilator is still being used in the hospital. However, since the same errors have happened repeatedly, it is recommended to inspect the tubes for fluid, test and calibrate the device again to make sure it is safe for usage. This case is considered as closed.